Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the event. The siemens customer service engineer (cse) checked the vacuum pump, cleaned the waste tubing, and increased the speed spinner to 8500 rpm. The cse also replaced two probes, two distribution 3 port ceramic valves, decontaminated the system, and performed a water test. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."

Event description:
A customer observed initial high results for two patient samples using the immulite 2000 xpi human chorionic gonadotropin (hcg) assay. The results were not reported to the physician. The samples were retested on the same instrument (s/n: (B)(4)) on the same day, generating lower results that were reported to and accepted by the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00346 initial report on june 14, 2021. Additional information - 2021-06-29 siemens customer service engineer (cse) was dispatched to the customer site for instrument troubleshooting. The following instrument service was performed; sample and reagent probes replaced, detent gasket replaced, shaker bar heights were adjusted. Following service, the immulite 2000 xpi total hcg assay was readjusted and quality control was in range. Assay performance will be monitored. Additional information - 2021-07-26 siemens was informed that the patient samples have been shipped to siemens for investigation. Testing of the samples will begin at siemens once all material for this investigation is received. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00346 initial report on june 14, 2021 and MDR 1219913-2021-00346 supplemental 1 report on 2021-07-27. Additional information: 2022-02-01. An outside of the united states (ous) customer contacted the siemens customer care center to report non-reproduceable falsely elevated immulite xpi 2000 hcg patient results. The customer's hcg adjustment and qc results were acceptable. Service was dispatched for instrument troubleshooting and instrument files were reviewed, but no issues were found that indicate that the instrument is the cause of the non-reproducible patient results. Siemens performed an investigation with the customer returned patient samples and additionally acquired patient samples and continues to investigate this issue.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00346 initial report on june 14, 2021, MDR 1219913-2021-00346 supplemental 1 report on 2021-07-27 and MDR 1219913-2021-00346 supplemental 2 report on 2022-02-24. Additional information - 2022-02-22 siemens healthcare diagnostics further in.vestigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information. Section h7 was updated to reflect a recall and section h9 was updated to include the correction/ removal report number.